Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the inpact admiral. It was reported the first inpact used could not be inflated due to a leak on the catheter. The physician attempted to use a second inpact, but encountered the same issue. A third inpact was used to complete the procedure with no issues noted. No patient injury was reported.

Manufacturer narrative:
The IFU was followed and the device was prepped without issue. A non-medtronic 6fr sheath and 0.035 guidewire were used. Neg prep was also performed. A leak where the catheter and hub meet was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for evaluation. A visual and tactile inspections were performed on the device. The balloon was unfolded. Guidewire was easily inserted. The purging procedure was performed, but revealed a leak, since the bubble flow under negative pressure did not stop. The rubber was removed from its original position. In order to verify the point of leak, an attempt was done to inflate the balloon and the leak was found on the distal part of the hub. The leak was found in the distal hub bonding, between the shaft and the glue collar. It was possible to inflate the balloon, but the device did not hold the pressure. If information is provided in the future, a supplemental report will be issued.